Event description:
It was reported the lead was fractured and was oversensing. The patient had reported seeing a "blinding white light" and feeling a "little blip jump" and "tingly". The patient further reported that 10 minutes later there was a "real electrical storm" and she received eight shocks. She was directed by her doctor to call 911 and was taken to a hospital. She said the lead is fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; proximal segment returned and analyzed.